Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure one symplicity spyral catheter, one sherpa guide catheter and one thunder guidewire were used to treat the renal arteries. During the procedure the patient suffered from an inferior branch spasm. It was stated that intra-procedure there was spasm in the inferior branch for which nitroglycerin was administered, resolving the spasm. The patient recovered. The rationale for the relationship to the therapy, procedure and spyral catheter was the spasm was related to the wire in the renal artery system. There is no reported malfunction for the sherpa guide catheter or thunder guidewire used during the procedure.